Event description:
Revision surgery needed due to pain due to a potted stem. The cause of the potted stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully. No information about primary date and stem lot number.